Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a trachea stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the trachea as a result of lung cancer. The stricture was located within the distal trachea near the main bronchia and was approximately 4cm in length. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned within the patient at the location of the stricture. However, the physician encountered difficulty when advancing the stent system across the lesion. The stent system was withdrawn from the patient. Upon removal, it was noted that the stent catheter appeared stretched. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully crocheted onto the shaft of the delivery system. No issues were noted with the stent. The deployment thread had come away from the distal silastic tubing. In addition, the shaft had been stretched and was buckled between the proximal end of the stent and the sideport. The length of the device from the distal tip to the sideport was measured and found to be longer than specification. The yellow pullring was positioning within the hub. No other issues were noted with the returned device. The device analysis determined that the condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The performance of the device was limited likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a trachea stenting procedure on (B)(6) 2011. According to the complainant, the patient had a stricture within the trachea as a result of lung cancer. The stricture was located within the distal trachea near the main bronchia and was approximately 4cm in length. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned within the patient at the location of the stricture. However, the physician encountered difficulty when advancing the stent system across the lesion. The stent system was withdrawn from the patient. Upon removal, it was noted that the stent catheter appeared stretched. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."